Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a molding defect. This was discovered after use. The following information was provided by the initial reporter: the costumer complained on 3 tubes which were found with a curve from this clinic.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a molding defect. This was discovered after use. The following information was provided by the initial reporter: the costumer complained on 3 tubes which were found with a curve from this clinic.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.